Manufacturer narrative:
On (B)(6) 2015 claims she keeps it on the lowest level. On (B)(6) 2015 attempting to contact consumer to retrieve more information and to get the unit back for evaluation.

Event description:
On (B)(6) 2015 customer claims her toothbrush took the enamel off of her teeth.

Manufacturer narrative:
(B)(6) 2015 - claims she kept it on the lower level. (B)(6) 2015 - attempting to contact consumer to retrieve more information and to get the unit back for evaluation. (B)(6) 2015 - consumer claims that she only used the unit for above three weeks. Claims the hygienist that sold it to her showed her how to properly use it, and advised not to apply pressure. She claims it took the enamel off two of her bottom front teeth. Customer has agreed to return the unit with the pre-paid mailing label that we have provided via email.

Event description:
(B)(6) 2015: customer claims her toothbrush took the enamel off of her teeth.